Event description:
Caller states that a patient reportedly received the following results on the inform system within 10 minutes: 404 mg/dl, 227 mg/dl, 164 mg/dl, and 157 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.